Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: investigation summary - the complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: functional : does not function, functional : rocker (follower) arm failure, visual : corrosion/rusting/pitting, visual : foreign substance/debris/cleaning/sterilization per service report, this complaint was confirmed. The left follower arm assy were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. Based on the investigation findings, the potential root cause is traced to faulty parts. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during routine maintenance it was observed that the left pump tubing door of the fms vue ii pump-shaver box device did not fully open on its own. It was reported that when pressure was applied the door did fully open. During in-house engineering evaluation it was determined that device had foreign substance/debris/cleaning/sterilization. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported; however, it was reported that the event occurred in 2026. All available information has been disclosed. No further information was provided.